Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old female patient underwent unspecified breast surgery with a 325cc mentor siltex round spectrum on both sides and experienced bilateral breast implant ruptures. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501655 (B)(4) on one side, and with catalog number 3501655 (B)(4) on the other on (B)(6) 2021. Mentor is aware that the date of adverse event ((B)(6) 2022) is after the explant date ((B)(6) 2021) of device. Follow-ups are in progress, and no response has been received regarding the discrepancy. If any clarification or information is received in the future, a supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.